Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) at l4-l5. During impaction the cage broke. The surgical time was extended less than 15 minutes due to the incident.

Manufacturer narrative:
Additional information: photos have been returned to the manufacturer for review. Submitted pictures appear to show the anterior nose of the implant broken off. No additional information about the event can be determined from the submitted pictures.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.